Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing.

Event description:
A site representative reported that, while outside of a procedure, the uninterruptible power supply (ups) battery for the imaging system would not hold a charge. A warning would display on the viewing station of the imaging system that the system was going to power off when attempting to remove the imaging system from the operating room (or). No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing.